Manufacturer narrative:
This report is for an unknown synthes titanium elastic nail/unknown lot. Part and lot number are unknown. Without the specific part number; the UDI number and 510-k number is unknown. Complainant part is not expected to be returned for manufacturer review/investigation. (B)(4). Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
This report is being filed after the review of the following journal article: eden, l. Et al (2015), significant pain reduction and improved functional outcome after surgery for displaced midshaft clavicular fractures, journal of orthopaedic surgery and research, vol. 10(190), pages 1-8 (germany) the purpose of this prospective study is to evaluate the clinical results of each treatment method and elaborate advantages or possible complications of each modality. Between 2008 and 2013, a total of 102 patients were prospectively included in the study. Of these patients, 41 patients (38 unknown sex and 15 unknown sex) with a mean age of 38 years were treated with unknown synthes clavicle plate and 24 patients (17 unknown sex and 7 unknown sex) with a mean age of 34 years were treated with unknown synthes titanium elastic nail. For clinical evaluation, patients were arranged for x-ray, constant murley score, disabilities of the arm, shoulder and hand (dash), and vas at 6, 12, 26, and 52 weeks after injury. The total follow-up was 1-year. The following complications were reported as follow under clavicle plate: 1 patient had lateral tear out of the plate due to not following the restrictions. 2 revisions with plate fixation were needed to achieve healing. Unknown patients complained of local numbness around the incision made, which had mostly diminished at the time of the 1-year follow-up. The following complications were reported as follow under titanium elastic nail: 2 patients needed early implant removal because the nails dislocated dorso-laterally. 1 patient had non-union requiring a revision with plate fixation and iliac crest interposition. 1 patient showed delayed union, which was treated with ultrasound finally healing after 9 months. Unknown patient complained of prominent nails medially after tissue detumescence and telescoping. (Figure 7). 1 patient had prominent nail medially that needed shortening of the nail in local anesthesia. (Table 1). This report is for a patient who had prominent nails medially tissue detumescene and telescoping implant removal due to nail dislocated. This report is for an unknown synthes titanium elastic nail. This is report 3 of 6 for (B)(4).